Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via mw5081941) that a female patient who underwent an unspecified breast surgery procedure with two unspecified mentor saline breast implants, experienced unexplained systemic symptoms, which included but not limited to chronic fatigue, lethargy and depression, lightheadedness, brain fog and memory deficits, balance problems, palpitations, shortness of breath, insomnia, night sweats, pain in joints and muscles, vertigo, constant gastrointestinal issues, such as diarrhea, skin rashes, chronic respiratory problems, anxiety, dry eyes. As a result, the patient underwent bilateral removal on (B)(6) 2018. This medwatch form is for the left breast prosthesis.